Event description:
It was reported that when trying to insert cassette, there was a "cassette not attached - please re-attach cassette" error. The event occurred during patient use. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 - primary UDI number and h4 - device mfg date: correction h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿cassette not attached please re-attach cassette" was confirmed during testing. The probable cause was a malfunctioning downstream occlusion (dso) sensor. The dso sensor, bezel, and dso seal were replaced. The dso sensors were calibrated. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.